Manufacturer narrative:
Combination product: yes, the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent is deformed in its center, i.e. Several struts are bent outwards. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the event description provided, the most probable root cause for the reported event is related to the patients anatomy (i.e. Previously implanted stent).

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the mildly tortuous proximal lcx. After placing a competitors stent in the left main trunk, it was attempted to deliver the complaint orsiro mission (om) to the lcx. It felt like the om stent was caught at the intersection with the other previously implanted stent and would not pass through. The device was withdrawn, and it was detected that the om stent was damaged in the middle part. The procedure was successfully completed after implanting a new om stent of the same type.